Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4 h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely due to component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the distal end. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had corrosion inside the lenses and the leak tester connection. The issue occurred during maintenance. There were no reports of patient involvement.